Event description:
The patient reported non-auditory sensations in the head and neck area as well as vertigo when her implant was stimulated. She also reported not hearing sound on 10 electrodes. Her audiologist deactivated the electrodes that were causing the non-auditory sensations. A CT scan revealed that the electrode array had folded back on itself. Her surgeon explanted the device and reimplanted a new one in 2006.